Event description:
It was reported that the extension tube on a bd pegasus safety closed IV catheter system fractured near the end at the extension tube base.

Manufacturer narrative:
A device history review was conducted for lot number 7356257. Our records show the reported lot was manufactured from 01/19/218 - 01/21/2018 and determined that this is the only instance of a damaged tube occurring in this batch of pegasus catheters. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the extension tubing of the returned device was subjected to clamping testing in an attempt to replicate the observed damage. After thirty iterations of the clamping procedure our engineers were unable to observe any damage reminiscent of the reported incident. Based on the results of our testing and the three days of successful use, the root cause for this complaint could not be determined at the conclusion of our review.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension tube on a bd pegasus¿ safety closed IV catheter system fractured near the end at the extension tube base.